Event description:
A customer observed a false negative ahbc result on a patient sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the anti-hbc result was a typically elevated (supernegative). No issue with calibration, reagent or instrument performance is suspected. Though the root cause is not definitely known, dilution of the initially negative sample produced positive results, supporting the presence of an unknown interferent.